Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 03/04/2016 with the following findings: investigation revealed a crack in the battery compartment. In addition, the audio bolus button cover was missing, making further bolus button evaluation impossible. Unrelated to these issues, the pump had cosmetic damages in the form of chipped paint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment. In addition, the audio bolus button cover was missing. This report is made based on results of investigation completed on 03/04/2016.